Event description:
It was reported that during the left ventricular (lv} lead implant, the guide wire became stuck in the lead and could not be pulled out. The lv lead and guide wire were withdrawn. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).